Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the customer complaint and technical support engineer log finding of errors, pointing to usm 3. To correct the issue, fse replaced usm 3 (serial# (B)(6) ). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the reported failure error 22024. The unit was tested on an in-house system and failed normal mode because error 25930 appeared in the error logs on dofs 6 and 9. The carriage was opened and there was green haze on all rotors. The unit was also tested on a pftp (patient side cart fixture test platform) and passed all required testing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operating room team identified that the system did not detect the vessel sealer and could not be used on universal surgical manipulator (usm) 3. However, the caller (nurse) did not contact dvstat until the day after the event occurred. Technical support engineer (tse) identified from a log review that error 22020 and 22024 occurred, pointing to the usm 3. The caller indicated that as a result of the alleged issues, the or team decided to convert and complete the surgery laparoscopically. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.